Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation confirms the needle was slightly bent at the proximal end near the flag. No physical damage was observed on the packaging returned with the needle. Upon further investigation, unable to load the needle in the gun due to location of bend. The complaint can be confirmed. Unable to discern a definitive root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review of the depuy synthes mitek complaints system revealed four dissimilar complaints of this lot of device released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that prior to a shoulder procedure during setup it was found that the top of their expressew iii needle was bent that they were unable to load the needle into the gun. The procedure was completed with another like device unknown if from same lot number. There was no harm to the patient or delays to the case. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.